Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the implantable pacemaker pulse-generator (s-ICD). It was indicated that device was changed out. No additional adverse patient effects have been reported.